Manufacturer narrative:
During inspection and testing, there was no image when using dvi-1 input. The reported issue (shaky image) was not reproduced during testing. A review of the device history record found no deviations that could have caused or contributed to the image not being displayed. The device was shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely there was no image due to a faulty circuit board. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, there were cracks on the bezel. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the image on the subject device was shaky during an unspecified diagnostic procedure. The user changed the cable with the same result. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was no image when using dvi-1 input. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.